Event description:
The customer obtained non-reproducible, higher than expected, ammonia result on a single level of quality control fluid (366.9 vs. 239.0 umol/l) using vitros amon slides on a vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer stated that no vitros amon patient results from the time frame of the event were in question. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible higher than expected amon quality control result was obtained while using the vitros 5600 integrated system. The most likely assignable cause is due to an equipment related issue (incubator contamination). An ocd field engineer performed service actions to the microslide incubator subsystem. Post service performance testing verified that the equipment was returned to expected operation.